Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, rupture, and capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side "suspicion of rupture, seroma, capsular contracture baker grade unknown." Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. Rupture: no observed. Additional observations: observed deformation on the device. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported right side "suspicion of rupture, seroma, capsular contracture baker grade unknown." The device has been explanted.